Event description:
A physician reported a pt who has a long history of treatments without event. The pt was re-skin tested in 1997 with negative results. On 18 sept 1998, the pt was treated in the upper and lower vermilion borders. On 1 oct 1998, the pt presented with swelling and purulent drainage from the upper vermilion treated site. The symptoms began on or about 25 sept 1998. No culture was done; however, dicloxacillin was prescribed for infection. The pt was last examined 1 oct 1998. The phsician diagnosed the symptoms as hypersensitivity with an infection. No other medical or surgical interventions has been planned or prescribed.